Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019, during which the surgeon noted the mesh was very thin with a possible tear and poorly incorporated with the palpable defect. He found omental adhesions to the mesh and eventration of the previous hernia. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, and loss of appetite. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/2/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 11/8/2021 additional information: a1, a2, b7 additional b5 narrative: it was reported that the patient experienced hernia recurrence. Date sent to the FDA: 11/8/2021 corrected information: a3.